Manufacturer narrative:
The therapy date(s) for the following device(s) are unknown: model: 3799, scs ipg. The reported allegation of lead dislodgement cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4 . Reference MFR. Report: 1627487-2017-03290. Reference MFR. Report: 1627487-2017-03291. Reference MFR. Report: 1627487-2017-04456. It was reported the patient ((B)(6)) experienced pain and swelling at the anchor sites. X-ray and CT images did not reveal any anomalies. In turn, the patient underwent surgical intervention to explant and replace the entire system. The leads had reportedly dislodged during surgery and as a result, both leads were explanted and replaced. The ipg was electively replaced to take advantage of new technology. There were no issues identified post-operative in regards to pain at the anchor sites. Note: the leads are being included as device 3 and device 4.